Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the load process, the customer cracked the cartridge where the cartridge removal tool was inserted. Reportedly, the bottom of the cartridge leaked. The customer's blood glucose (bg) level was 278 mg/dl. The bg level was addressed with a bolus via the pump prior to the load process. Reportedly, the customer would revert to manual injections until a new shipment of cartridge are received.